Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that reprocessing is being implemented according to the instructions for use. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif-xz1200 operation edition. Instruction manual gif-xz1200 cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flexible scope nozzle has foreign objects. There were no reports of patient harm.